Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele, rectocele and suia review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It was reported that the patient underwent mesh revision on (B)(6) 2012 & (B)(6) 2012; and underwent mesh removal on (B)(6) 2014 due to exposure of implanted mesh and other prosthetic materials. It was reported that patient underwent mesh excision and repair on (B)(6) 2014 due to vaginal pain, spotting and exposed mesh from posterior repair. No additional information was provided.

Manufacturer narrative:
(B)(4)